Event description:
While a pt was being moved in the hospital, the bvs console went into "system failure". A backup console was used with no impact to the pt. An abiomed field service engineer visited the hospital but the problem could not be reproduced. It appears that the problem may be related to static discharge from the carpet in that area. The hospital has had similar problems with other devices.